Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The dislodgement was not confirmed with the analysis as there was no evidence to verify this allegation and the missing lead tip was not necessarily an evidence. Moreover, the difficult to remove was confirmed based on field report and lead being returned lead without the tip. The lead tip appeared to pulled-apart, stretched and fractured-off. Further, the damaged or missing tip was not the cause of hospitalization or lead replacement, but occurred during lead extraction for alleged dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. A lead revision was performed and during the procedure the physician was unable to extract a portion of the lead and the other portion was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. A lead revision was performed and during the procedure the physician was unable to extract a portion of the lead and the other portion was successfully explanted. No additional adverse patient effects were reported.